Manufacturer narrative:
No damages or defects were observed to the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 368 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. A correction was given using the pod but the bg levels did not decrease. Insulin was noticed to be leaking out. The pod was removed, and the cannula was found damaged. A manual insulin injection of 6 units was administered to treat the hyperglycemia, a new pod was applied and a bolus of additional 6 units was delivered.